Manufacturer narrative:
(B)(4). D10: zimmer part number: 00-8757-058-00 continuum tm shell uni 58 ll, lot number: 66495851. The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that while inserting the cup, the impactor tip broke. Subsequently, the cup was removed, and a larger cup was used. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the tip of the threaded end on the device is fractured, no fractured fragments were returned. The strike plate end has indentation marks, nicks and scratches are present across the device. No other damage was noted during visual evaluation. This device has an approximate field age of 7 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.